Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that intraoperatively, the replacement lead had high thresholds and no capture. The lead was not implanted and the physician elected to use a new lead. No patient complications have been reported as a result of this event.